Event description:
On 4/20/1999, the facility's materials manager informed the manufacturer's (MFR) sales rep of the followiing: could not access the device consistently, worked sometimes. The pt was under anesthesia longer than usual due to the need to open a new device and place. No further details were provided.